Event description:
The company was made aware that the pt's device was explanted due to infection at the implant site. The pt had a surgical procedure performed on his muscle flap. The pt was given a six week course of antibiotics (type unk). The pt was reimplanted with another cochlear device.

Manufacturer narrative:
This device was explanted for medical reasons. External visual inspection revealed that the electrode was severed along the electrode lead prior to receipt. This believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being conducted. The device passed the mechanical and electrical tests performed.